Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was originally reported that a c2602 handpiece had an "issue" during a procedure. On (B)(6) 2014, the operating room (o.r.) Coordinator stated that there was no delay in the procedure. On (B)(6) 2014, the operating room coordinator provided the following info which is now considered reportable; at the beginning of a left craniotomy for a tumor resection the hand piece was not working properly (issue) and started to get warm. No revision, medical intervention or injury occurred with this event.